Event description:
The pt was reportedly experiencing numbness and taste disturbance in the mouth eight days after the implant surgery. The pt experienced facial paralysis ten days after surgery. The pt was prescribed a medrol dose pack and was recommended to take the medication with antacid for ten days. The pt continues to be monitored by the clinic.